Event description:
It was reported that after the da vinci s surgical procedure was completed, shavings were noticed on the shaft of the maryland bipolar forceps instrument. It was also reported that nothing was observed falling into the pt during the procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal part of the main tube has a 5" long section with material removed all around the tube's outer surface. The damaged area is parallel to the tube axis and has a rough surface finish. No other damage was found.